Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65 (mg/dl). Reportedly, customer had programmed a meal bolus prior to eating a meal, and did not eat as many carbohydrates as previously programmed. Customer consumed carbohydrates to treat the bg level.